Event description:
Additional information received from the manufacturer representative reported that the ins was damaged upon opening so a different one was implanted.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the set screw to be backed out too far. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was lead insertion difficulty during implant. There was an issue with a stage 2 patient. The health care professional (hcp) had difficulty inserting the lead into the implantable neurostimulator (ins) so the hcp loosened the set screw. The hcp then inserted the lead and tightened the screw but when they pulled on the lead it came right out of the ins. The set screw would not tighten on the lead. The ins was unable to effectively tighten on the lead. There were multiple attempts made. The set screw clicked, however, impedances were greater than 4000 ohms. When it was removed from the pocket, it was identified that the screw never worked to hold the lead in the header. The hcp was not confident in this battery and the impedances were greater than 4000 ohms multiples times. There was a damaged ins. The device was not used within the patient. The patient was doing well. The hcp used another ins and it worked fine. The new ins connection was established, impedance checked out fine, and the new device was implanted. It was further reported on (B)(6) 2015 that the cause of the difficulty inserting the lead was a faulty header on the ins. The set screw did not close after several failed attempts. The lead was not able to be placed in the header in order to get a clear impedance reading. The set screw never clamped onto the lead. If additional information is received, a follow-up report will be sent.